Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device lost capture for about eight seconds today while the nurse was performing a follow-up check on the patient. The nurse was doing a ventricular threshold test, which did not stop when the nurse lifted the programmer pen resulting in eight seconds of no pacing. Pacing did not return until the nurse hit the emergency pacing button, and then the nurse was able to reprogram every thing back. The nurse tried to do a session sync, but it did not go through. The nurse stated there may have been loss of telemetry since the nurse was more focused on patient's symptomatic issues. The device remains in use. No patient complications have been reported as a result of this event.